Manufacturer narrative:
The impella device has not yet been returned for evaluation. A supplemental report will be submitted when the investigation has been completed. The instructions for use lists limb ischemia as a potential adverse event. It states:¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure modes will be monitored and trended.

Event description:
The user facility reported on a 63yo male on impella cp for mechanical circulatory support. It was reported that the patient developed ischemia while on support. Vascular surgery was consulted was unable to obtain bilateral doppler signals and the patient showed symptoms of pedal mottling. Due to the condition, the patient was taken to the operating room for escalation to impella 5.5 support, as well as ECMO decannulation. Support continued as planned with the newly implanted impella 5.5 pump.

Manufacturer narrative:
The investigation into the limb ischemia - reversible issue has been completed. The device was not returned for investigation. The root cause of the limb ischemia was not determined as the necessary clinical information was not provided and the device was not returned.